Manufacturer narrative:
Product analysis: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated with investigation. A review of the pump¿s history revealed a call service alarm on the date of complaint. The pump powered on per specification and successfully performed the priming sequence and (B)(4) hour exercise test. There was no evidence of moisture, damage, or defect with the pump¿s internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging the pump emitted a call service 052 alarm. Trouble shooting was unable to be completed during the call. This complaint is being reported because the reported issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.